Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an alert was received on a follow-up remote transmission for post-paced t-wave oversensing. It was discussed to monitor the patient, and if there are further episodes of oversensing the patient will be brought into the clinic and programming changes will occur. The patient was asymptomatic.

Event description:
New information received indicated that more episodes of right ventricular (rv) oversensing were seen. Programming changes were made with no further oversensing noted. The patient was asymptomatic.

Event description:
New information received indicated that programming changes were made. Since then several more episodes of oversensing were seen. Additional programming changes were made with no further oversensing noted.